Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B7) other relevant history - not available from facility. H3/h6) a portion of the device was discarded and a portion remained within the patient, thus no product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), two left ventricular (lv), and two right ventricular (rv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (glidelight laser sheath, tightrail sub-c rotating dilator sheath, tightrail rotating dilator sheath (long), and visisheath dilator sheath), one lv and the ra leads came free. However, upon removing one of the rv leads, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy. An rv perforation was discovered and repaired (MDR #3007284006-2025-00254), and the extraction continued. While removing the second rv and second lv, both leads, along with the llds, separated. Attempts were made to snare but were unsuccessful. Therefore, the lv (MDR #3007284006-2025-00255) and rv leads and lld remnants remained in the patient. The patient survived the procedure. This report captures a portion of the lld ez within the rv lead that separated and retained in patient.